Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced an infusion set tubing detachment, which led to a high blood glucose event on (B)(6) 2026. The site of insertion was arm and abdomen. The tubing detached at the quick release connection. The patient blood glucose level was high and was treated with syringe and a manual bolus. No further information available.